Manufacturer narrative:
A covidien customer service engineer (cse) found an error code in the diagnostic log. The inspiratory printed circuit board (pcb) was replaced. The cse performed extended self testing on the device and all tests passed. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. The customer reported that the ventilator was inoperative. The device was not being used on a patient when the event occurred. The date of the event is unk.